Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip- (B)(4). On 4/20/2020, mentor became aware that device was never returned, and incorrect analysis codes were submitted in 1/31/2018. The codes have been updated under on this form. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-(B)(4). It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2018. On 4/20/2020, mentor became aware that device was never returned, and incorrect analysis codes were submitted in 1/31/2018. The codes have been updated on this form.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).